Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h3, annex codes: g, c, d. Device evaluation: intuitive surgical inc. Did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, both power supply¿s left and right voltage measured below 24.0. The system logs showed an error that indicated the endoscope controller power distribution (ecpd) node in the ec was not present at startup. The unit was installed onto a system where a non-recoverable fault occurred, indicating the mode configured to be present did not respond at startup. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, the customer encountered a non-recoverable error during setup. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified an error code for the endoscope controller (ec), which was not displaying a blue led on its panel. The customer confirmed that the ec's power connection and switch were functioning correctly. The tse instructed the customer to cycle the ec power switch and to disconnect and reconnect the orange fiber cable between the ec and video processor (vp). Despite these actions and performing a hard power cycle of the vision cart, the error persisted during system power-up, leading to the decision to convert the procedure to open surgery. The team lead coordinator/surgical assistant reported that the patient was under anesthesia and ports had been placed at the time of the error, but the system had not yet been docked. As the issue could not be resolved, the surgeon converted the bilateral inguinal hernia procedure to an open approach. The patient tolerated the conversion well, and no harm was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the ec based on the error. The system was tested and verified as ready for use. Isi received the ec involved with this complaint to perform failure analysis. However, the failure analysis investigation has not been completed at the time of this report.